Manufacturer narrative:
Conclusion: it was not possible to establish the precise root cause for the deviating measurement but data indicates that the most likely root cause is a contamination by touching inletprobe after having placed oral dextrose on patient. Child was given dextrose prior to sample was taken/analyzed and contamination is known to interfere with glucose measurements.

Event description:
According to the complaint, on (B)(6) 2023, nursing staff ran a capillary sample on a baby on an abl90 flex plus analyzer (B)(4)) - resulting in a high glucose result of 30 mmol/l. The lab and glucometer readings were not indicative of this result. Previous glucose result on (B)(6) 2023 at 6:06 was 3 mmol/l. Customer considers the glucose result of 30 mmol/l as false high.